Event description:
It was reported by the rep that the device was used during a lung volume reduction. It was reported that the ez45g endo cutter could not fire correctly. The staple drivers would not complete the firing. There was no consequence to the pt. The rep states that they did not need to open another ez45g to complete the case.